Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill .

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/28/2019 and open vial date is (B)(6) 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history: 1:68mg/dl (B)(6) 2016 n/a fasting: yes. Customer called in complaining his meter produced a very low blood glucose results this morning of 68 mg/dl but felt no symptoms of hypoglycemia, and he would feel very confused and have slurred speech if he was actually reading that low but did not at the time of the result. Customer takes metformin for diabetes management.